Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keeps going to cubie was not detected. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were not detected. The field service engineer troubleshooted and found that drawer 4.2 in row b was not on the bus. The fse reseated all the cubies, which worked properly. However, after rebooting the station, the issue was not resolved. Then the engineer reseated all the row board cables and retractor band cables. After reseating, the issue was resolved. The customer tested and verified that everything was working properly. The system functioned as intended after the field service engineer repaired the device.